Event description:
Following placement of device, a hematoma was observed. Pt had lumpectomy and device was implanted 2003. A CT scan three days after device implant showed a hematoma between balloon and skin surface. Pt was given a pressure dressing and balloon was further inflated to help resolve hematoma. Re-imaging showed no improvement. Clot could not be aspirated; therefore, balloon was deflated, clot was removed via aspiration, and device was removed from pt. Physician did not feel this was device related.